Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the bands were intertwined and could not be deployed. The procedure was completed with another speedband superview super 7. Each vein was ligated at 1-2 points, totaling 4 points, and the procedure went smooth. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housng had three bands attached, and some of them overlapped. The handle slot had evidence that the trip wire was secured, which is consistent with the findings when the device was observed under magnification. The suture was broken. The ligator housing teeth were in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the bands in the ligator housing overlapped, and the suture was found broken. Since there is no information about a rupture of the suture, it is possible that the suture was broken at the time of removing the device. The reported problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the bands were intertwined and could not be deployed. The procedure was completed with another speedband superview super 7. Each vein was ligated at 1-2 points, totaling 4 points, and the procedure went smooth. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.